Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04311. (B)(4) clinical study. It was reported that hypotension occurred. In (B)(6) 2015, the patient's qualifying condition was the medical history of coronary artery disease requiring multiple interventions. The patient underwent an elective percutaneous coronary intervention (pci). The target lesion was a de novo bifurcated lesion in the distal left main coronary artery (lmca) with 100% stenosis. It was a long lesion with the most distal site being located at the proximal left anterior descending artery (lad). It was 12 mm long, with a reference vessel diameter of 3.0 mm. There was severe calcification and moderate vessel tortuosity. The thrombolysis in myocardial infarction (timi) flow was 0. The target lesion was treated with pre-dilatation (diameter of largest balloon = 3.0 mm; 12 atm) and insertion of a 3.00 x 16 mm promus premier everolimus-eluting platinum chromium coronary stent. Post-dilatation was performed (diameter of largest balloon = 3.5 mm; 12 atm). Post procedural residual stenosis was 0%. The timi flow was improved to 3. The target vessel was protected. A bifurcation procedure was not performed. Rotational atherectomy was employed to the lm and lad, using a diamondback orbital atherectomy device with a 1.25 mm burr. Post stenting intravascular ultrasonography (ivus ) was performed to the lm and lad. Imaging confirmed good stent apposition and expansion. One day post index procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2016, the patient was hospitalized at a first hospital for chest pain and shortness of breath beginning two days prior to admission and occurring again a day prior to admission during a cardiac rehabilitation visit. Nitroglycerin stopped the pain for 1 hour, and then it returned multiple times over the course of the day (10 nitroglycerin tabs taken). Initial troponins were negative upon two extractions, and an ECG showed no acute ischemia. One day after admission, a regadenoson stress test showed no symptoms of angina. An echocardiogram revealed an ejection fraction of (B)(6), as well as akinesis of the inferior, mid-inferolateral, mid anterolateral, and apical-lateral myocardium. There was moderate mr/tr and a trivial pericardial effusion. Two days post admission, the patient was transferred to a 2nd hospital for a high-risk pci. Five electrocardiogram (ECG) tracings for this event were submitted. Six days post admission, the patient underwent pci with insertion of a 3.0 x 15mm non-bsc drug eluting stent to the lad for a 95% lesion. In addition, the 70% stenosis of the lcx was dilated. A 2.0 x 12mm apex(tm) balloon catheter was advanced across the stenosis in the mid lad, with serial inflations to 8 atmospheres and 10 atmospheres. At this time, the patient became hypotensive. Dopamine was infused at 10 kg/min, with significant improvement in blood pressure. Next, a 2.5 x 12mm apex balloon catheter was advanced across the stenosis in the lad. It was inflated with serial inflations to 8, 10, and 12 atmospheres in the mid lad. Then the non-bsc drug eluting stent was advanced across the lm into the lad. It was deployed for 11 seconds at 16 atmospheres in the mid lad, with significant improvement in blood pressure. The pre -treatment in-stent restenosis (lm-lad) was reduced to 0%. The pre-procedural timi flow was 2 and the post procedural timi flow was 3. One day post procedure, the event was considered resolved and the patient was discharged on aspirin and brilinta.